Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the inner package containing an antibacterial absorbable envelope was opened and the outer shipping package was damaged. The antibacterial absorbable envelope was not used. There was no patient involvement.